Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and inspected. Upon visual inspection. It was noticed that the both implants were within the needle. It seems like the implants were deployed and placed them back in the needle channel as we can see the suture in completely released condition. The complaint cannot be confirmed for jammed condition nor for reported will not deploy condition. Upon squeezing trigger, the deployment needle was functioning as intended. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during a meniscal repair the 2nd implant of the truespan 12 degree peek got stuck in the shaft of the unit and the surgeon was unable to deploy the implant and was not able to complete the stitch. There was no patient consequence, however there was a surgical delay between 10 to 15 minutes. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If inforintioa is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.